Event description:
It was reported that the pump display was experiencing an undefined pixel issue, and the pump was nonfunction. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.